Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during a tooth extraction procedure, the tip of the bur broke at the point where it connects to the shaft. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a minor delay to get another bur and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a tooth extraction procedure, the tip of the bur broke at the point where it connects to the shaft. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a minor delay to get another bur and the procedure was completed successfully.